Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that they dropped the device and now screen has only partial display. Anomaly persisted after battery change. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed self test. No missing segments/partial display noted. Unit was received with missing end cap sticker, cracked case at display window corner, minor scratched lcd window, broken battery tube threads, broken battery cap, completely broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked case at reservoir tube window corners and stained address/serial number label.